Event description:
Event description guidant received information that during an elective device replacement procedure, this 10 year old right ventricular endocardial lead measured an impedance of 40 ohms during the lead impedance test (lit) but displayed a shorted lead condition after the 21 joule induced shock.